Event description:
Patient reported blood glucose results of 7.3, 9.6 and 12.5 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calcluated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.